Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported customer having noise issues on their prevue ii. They tried multiple probes; all having the same issue. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of customer having noise issues on their prevue ii was confirmed. The prevue ii was tested with an internal test prevue ii traditional probe and displays a good image with no interference, however the returned prevue ii traditional probe received with the prevue ii displays 1 failed transducer element on the right side of the probe. The probe displays a dark spot on the right side of the image due to the failed transducer element. These issues are due to an internal failure within the probe.